Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer stated that the pump error alarm return on second occurrence. Customer stated that insulin pump passed the displacement verification test and self test. Customer stated that fill cannula was noted in daily history. No harm requiring medical intervention was reported. The device will not be returned for analysis.